Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer's blood glucose levels too high every morning, 04:00am up to 300 mg/dl. Diabetes counselor assumes that the pump delivers inaccurately. No adverse event alleged. A request was made for the return of the device.